Event description:
It was reported to philips that the system was giving an unspecified application error, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was giving an unspecified application error, which had impact on imaging. No further information regarding the issue has been provided. No service has been performed by philips since the work order was created in error. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was updated correctly.